Event description:
It was reported that the right ventricular (rv) lead was not capturing and was sensing "very small" r waves. It was also reported that there was a rv lead perforation at the apex. The lead was repositioned and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.